Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements. In addition, lead dislodgement was suspected. A revision procedure was performed. This lead was removed, replaced and returned for analysis. Visual inspection revealed the helix mechanism appeared damaged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, visual inspection confirmed blood/body fluid throughout the helix mechanism and was likely the cause of the reported clinical observation. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.